Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 190 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer stated that the insulin pump passed self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.